Event description:
The hcp reported that following pump replacement, the pt was oversedated and very sleepy throughout the weekend. The pt has also subsequently noted "extreme increase in spasticity". The pump was replaced approx one week ago, and the pt had been reaching efficacy prior to the replacement. No drug changes were made; the pt has been on lioresal 2000 mcg/ml at a dose of 240 mcg/day. An x-ray of the catheter was taken and no kinks were noted, and the reporter indicated that the system seemed to be intact. The hcp planned to program a therapeutic bolus to evaluate response. A follow-up report will be sent if additional info becomes available.